Event description:
The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a(n): rite - ground bond failed performance spec: measurement 0.126 ohm, specifications are 0.001 ? 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance was 0.005 ohm. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. Assignable cause for the rite failure of ground bond failure was undetermined. The device will be sent for servicing.